Manufacturer narrative:
A correlation between the device and the reported driveline could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2010. It was reported that the patient developed a driveline exit site infection on (B)(6) 2012. It was reported that driveline cultures were positive for infection. There were no known associated factors that may have contributed to the infection. The patient is being treated with ongoing oral antibiotic therapy and continues with chronic infection. No further information was provided.